Event description:
A hospital in (B)(6) reported that staff found cracks in three rt265 infant dual-heated evaqua2 breathing circuits. The first event occurred on (B)(6) 2015. Staff observed some patient desaturation while the breathing circuit was being replaced, but no lasting consequence. The second event occurred on (B)(6) 2015. It was reported that the quality of patient venitaltion was affected but no patient consequence was reported. The third event occurred on (B)(6) 2015. The patient's oxygen saturation dropped from 98% to 25%. An oxygen insufflator was used and the patient recovered with no further consequence.

Manufacturer narrative:
(B)(4). Method: the three complaint rt265 breathing circuits were returned to fisher & paykel healthcare (B)(4). Two of the returned circuits were from lot 141011. No lot information was provided for the third circuit. The circuits were visually inspected and placed in a water bath to check for leak in the limbs and connectors. Results: visual inspection of the returned breathing circuits revealed that in all three the collar at the patient end of the expiratory limb was cracked along its length. The water bath test revealed that there was no leaking or damage in the circuit limbs. In each case, bubbles formed at the cracked connector, identifying it as the source of leak. A lot check revealed no other complaints of this nature for lot 141011. Conclusion: based on the nature of the observed cracking and previous investigations into this type of failure mode, the cracking is most likely due to the connectors coming into contact with a cleaning chmical, resulting in environmental stress cracking. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt265 state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. The user instructions also contain the following warning: - do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers.